Event description:
An endurant stent graft system was implanted for the endovascular treatment an abdominal aortic aneurysm. The current size of the aneurysm is 7 cm in diameter. The proximal neck is 21 mm in diameter and 8 mm in length. The left common iliac artery is 9 mm in diameter and the right common iliac artery was 15 mm in diameter. The right external iliac artery measured 6.9 mm in diameter and the left external iliac artery measured 7.4 mm in diameter. It was reported that two years post implant, the patient¿s aneurysm sac had increased in diameter more than 5 mm. The physician could not definitively tell whether or not an endoleak was present. The bifurcated graft seems to be patent however, the aneurysm is still increasing in size. The physician decided to implant an endurant cuff to try and stop the sac growth. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films post-implant showed that the bifurcate was positioned just below the renals. The ipsilateral limb was within the right iliac. The maximum aaa diameter was 7cm and no endoleak could be seen. Note that the CT slice resolution was poor; 8mm thick slice.

Manufacturer narrative:
(B)(4). Method: film. Results: aneurysm enlargement. Unknown cause of event. Conclusion: unknown cause of event. Aneurysm enlargement.